Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
I am writing to formally escalate significant clinical feedback regarding our fnb echo-hd-22-c needles, specifically concerning performance issues reported by key strategic accounts. We have received consistent complaints from prominent key opinion leaders (kols). The reported issues are not isolated incidents but represent a systemic pattern across all current batches and lots. The primary technical concerns identified are: suboptimal core samples: inconsistent or poor-quality tissue acquisition. Excessive bleeding: increased clinical risk during procedures. Scope leakage: compromising equipment integrity and procedural safety. Suboptimal core samples: inconsistent or poor-quality tissue acquisition. Excessive bleeding: increased clinical risk during procedures. Additional procedure due to product; they repeated the procedure with other fnb (olympus-microtech).